Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received. The customer stated that during impella set up repeated purge pressure alarms noted with extensive troubleshooting and with aic screen moving from set up screen to placement screen without prompting by team. Staff stated that despite multiple attempts at restarting set up, including using a new purge cassette and d5w bag, the alarms continued with initial purge pressure alarms leading to aic screen jumping to placement screen without ¿start impella¿ selected by rns or mds. Per team ¿controller failure¿ and ¿purge system open¿ alarms also noted. When team switched controllers but continued to attempt set up with initial impella cp catheter the same alarms and issues were noted (staff did not have ic number of second aic used for troubleshooting). Eventually a new cp was opened and a new aic was used without issue during set up and insertion.

Manufacturer narrative:
Updated information: d4 serial number h6 component code changed to g07003. H6 med dev prob code added a1414. The investigation for the purge pressure low / priming problem has been completed. The cause of the purge pressure low/priming issue could not be determined without the returned product for investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 51 year old male on an impella cp due to cardiogenic shock. During impella set up, repeated purge pressure alarms were noted with extensive troubleshooting and with aic screen moving from set up screen to placement screen without prompting by team. Staff stated that despite multiple attempts at restarting set up, including using a new purge cassette and d5w bag, the alarms continued with initial purge pressure alarms leading to aic screen jumping to placement screen without ¿start impella¿ selected by rns or mds. Per team ¿controller failure¿ and ¿purge system open¿ alarms also noted. When team switched controllers but continued to attempt set up with initial impella cp catheter the same alarms and issues were noted (staff did not have ic number of second aic used for troubleshooting). Eventually a new cp was opened and a new aic was used without issue during set up and insertion.

Event description:
The device has been discarded.

Manufacturer narrative:
The investigation is still ongoing.